Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, and the issue was resolved as the pump did not display the error code again, allowing the customer to successfully start their sensor session.